Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the incorrect transmitter ID was entered into the pump. The customer entered the correct transmitter ID and successfully regained connection.